Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. One photo was provided showing a syringe with a needle assembly that includes a safety mechanism but is missing the needle. Based on the investigation and review of the photo, the reported symptom is confirmed. However, because an actual product sample was not available for analysis, a probable root cause could not be determined. A device history record review was completed for material number 306610, lot 5304527. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with the applicable product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in monthly trend reports and monitored for any emerging patterns by our business team.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 23x1 rb mck needle pulled out of the hub. The following information was provided by the initial reporter: material: 306610, batch#: 5304527. Rcc received a complaint via email. The medical assistant (ma) prepared a vaccination using a 23g x 1" needle, lot number: 5304527. The ma administered the vaccine according to standard procedure. However, upon withdrawing the syringe from the patient, the needle separated from the syringe and remained lodged in the patient¿s arm. The ma promptly and safely removed the needle from the patient without further complication and immediately disposed of it in the designated sharps container in accordance with safety protocols.